Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced rapidly fluctuating glucose levels, while using the ilet, manually paused insulin for several hours during a nocturnal low reported at 53 mg/dl, consumed multiple carbohydrate sources, then resumed insulin and later reported a high glucose reading of 401 mg/dl followed by another rapid drop. The user also reported recent weight loss, reduced carbohydrate intake, and an increased metformin dose, and subsequently performed a factory reset after clinical guidance. No adverse clinical symptoms associated with hyperglycemia or hypoglycemia reported during the event. Outcomes included the need for medication intervention to address the event. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, as the ilet suspends insulin automatically during lows and the user manually paused insulin and overtreated the hypoglycemia; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.